Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the pod on the arm for between 25 and 36 hours. The patient's blood glucose levels rose to 450 mg/dl and the site was inflamed with purulent discharge. The patient visited the doctor and was prescribed fucidin cream for treatment. A new pod was successfully applied.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.